Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the lead was paced in several positions, but either high pacing lead impedance or high capture thresholds were observed in each placement through an analyzer and when connected to the ICD. The lead was replaced and all measurements were in normal range. The patient was fine after the event.